Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2013 with the following findings: evaluation revealed multiple scratched on the display lens. Unrelated to the complaint, the keypad was found to be worn.